Event description:
It was reported that high capture thresholds and low sensing were noted on the right atrial (ra) lead. The physician attempted to reposition the lead but was unable to advance stylet into the distal part of the lead. The lead was explanted and replaced. There were no adverse health consequences to the patient.